Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:strip issue.

Event description:
Consumer complaint of "hi" blood glucose test results. Expected blood glucose test result range is not known. Customer reported symptoms of shakiness and sweatiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently not taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/17/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: hi (B)(6) 2015 08:22pm. Hi (B)(6) 2015 08:20pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of "hi" blood glucose test results. Expected blood glucose test result range is not known. Customer reported symptoms of shakiness and sweatiness. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings and observed symptoms. Currently not taking medication to manage diabetes. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is (B)(6) 2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: hi (B)(6) 2015 08:22pm; hi (B)(6) 2015 08:20pm. Adverse event not reported.